Event description:
It was reported that the battery of this implantable pacemaker had longevity dropped from 8 years to 6 years in a span of 4 months. Boston scientific technical services (ts) discussed hypotheticals like changes in percent pacing, increased outputs, changes in lower rate limit setting and high-rate atrial sensing. Ts referred patient to physician for an explanation in longevity drop. This device remains in service. No adverse patient effects were reported.